Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aml femoral stem was broken and needed to be revised and replaced with a different stem.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned. Visual examination of the device confirmed the fracture condition. The femoral hip stem was fractured through distal neck of the stem through the superior insertion feature and extraction hole, distal and parallel to the collar. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3, h6 health effect - clinical code.

Event description:
The additional information received. A. Please confirm when has the event occurred? Right before the revision surgery as it was the reason for revision surgery. B. Can you please provide valid lot number of aml 10.5 mma 6.3 5/8 std 12/14 (155702000)? You have all the labels at the picture I enclosed. C. Was the revision surgery performed? If yes, please provide the date of revision. Yes, 8th april 2022 d. Was there a surgical delay because of this event? If yes, what was the duration of the delay? The whole revision surgery was because of this event. If this didn¿t happen, no surgery would be needed. E. What is the affected side involved in this event? Left. F. Was there any patient harm or adverse symptoms that the patient experienced that led to revision? It was not possible to walk with this broken implant.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.